Manufacturer narrative:
Five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Review of the controller log files revealed occurrences of premature switching events near to the event date prior to the 25% threshold involving batteries (B)(4). These premature switching events were most likely caused by a communication error between the controller and batteries. This observation is considered not related to the reported event. The manufacturer has opened an internal investigation to evaluate communication errors between battery and controller (B)(4) were not analyzed per (B)(4). Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. The manufacturer has opened internal investigation to evaluate faulty lishen cells. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices listed below are related to the reported event: serial #(B)(4), catalog # 1650, exp date: 05/31/2016, mfg. Date: 05/08/2015. (B)(4). Serial # (B)(4), catalog # 1650, exp date: 05/31/2016, mfg. Date: 05/13/2015. (B)(4). Serial # (B)(4), catalog # 1650. (B)(4). Serial # (B)(4), catalog # 1650. (B)(4).

Event description:
It was reported by the vad coordinator that during routine visit the patient complained that all five of his batteries would not hold a charge. The patient reports putting fully charged batteries in his travel bag but when he reached the destination (30 minutes away) the batteries were down to 50% life. The vad coordinator verified that this is occurred on all batteries. There were no reports of alarms and no damaged noted to the batteries. The batteries were exchanged without consequence to the patient.&#2062;o further information was provided.